Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
Customer reported the system displayed a charger failed error while attempting to fluoro during a procedure. No patient injury was reported.